Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output area; the output area appears depressed. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
During a bph procedure at 87205 joules and 14 minutes of usage; "tip detached" was noted. It was also reported that, it was unclear if the tip came off while it was in the patient, but the tip was retrieved. The fiber was exchanged and the procedure was completed using second fiber. Patient outcome: "ok" reported.